Manufacturer narrative:
Exact date unknown, event occurred several weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the ipg site. The ipg was revised and remains implanted in the patient. The patient was doing well postoperatively.